Event description:
A retrospective review of econnectivity data for an internal ortho clinical diagnostic investigation found one non-reproducible, higher than expected vitros tropi es results obtained from one patient sample using vitros tropi es reagent on a vitros 5600 integrated system. Vitros tropi es result: 0.1261 ng/ml vs. Expected 0.0217 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. It is unknown if the results were reported to a clinician. It is assumed that the unexpected results would have been captured by the facility's delta check. Since the customer did not report these results directly to ortho clinical diagnostics, it is assumed there were no allegations of patient harm. (B)(4).

Manufacturer narrative:
The investigation has determined that a retrospective review of econnectivity data for an internal ortho clinical diagnostic investigation found one non-reproducible, higher than expected vitros tropi es results obtained from one patient sample using vitros tropi es reagent on a vitros 5600 integrated system. Root cause for the unexpected result could not be determined with the information available, however the possibility that an unexpected vitros troponin I es reagent performance or an unexpected vitros 5600 system performance had contributed to the result could not be ruled out entirely. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.